Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient was admitted to the hospital with blood glucose levels up to 400 mg/dl with large ketones, increased thirst and urination, and weakness. The reporter stated that the day before admission, the patient¿s blood glucose levels were elevated. The reporter was unable to obtain the values from the meter remote. The total daily does history indicated that the date on the pump had been incorrect since (B)(6) 2014. The reporter confirmed no time and date resets with battery changes. The reporter also indicated adjusting the patient¿s settings related to blood glucose levels dipping into the 60¿s mg/dl; since the settings adjustments the reporter indicated that the patient¿s blood glucose levels had been elevated. This report is made based on the allegation that the patient was hospitalized for hyperglycemia and the use of the pump could not be ruled out as a possible contributor to the event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2014 with the following findings: during investigation, the pump history was reviewed and showed the last basal delivery was on (B)(6) 2013. The black box and alarm history showed no activity outside of normal use. The total daily dose added up correctly and reflected the user¿s programmed basal target. The pump powered on and displayed the verify screen. The ez-prime steps were performed successfully and the pump was exercised for 24 hours with interruption of insulin delivery. The pump was found to be delivering accurately. Unrelated to the complaint, evaluation revealed that the display was discolored.

Manufacturer narrative:
The pump has not been requested for return to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.